Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the patient underwent a parathyroidectomy under general anesthesia. "Upon the patient complaint, she has under gone a CT, where a perforation of the trachea was diagnosed. The patient condition is good following conventional treatment (antibiotics and rest)."

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a procedure using an emg endotracheal tube, the patient sustained a trachea rupture. A medtronic representative met with the relevant physicians at the hospital, who reported that they haven't really detected the trachea rupture location with certainty, as they claim to have heard rustling. The patient's hospitalization stay was extended 10 days and they were treated with antibiotics. It was confirmed that during the procedure there was no problem observed during use of the emg tube. At this time it is unclear what caused the reported event. "The physician (dr. (B)(6) head of ent department) does not believe the emg tube caused or contributed to the trachea rupture."